Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a broken sensor wire patient experienced on (B)(6) 2014. Patient's mother stated that upon removal of sensor pod, a part of the sensor wire was still in the skin and the other half of the wire was attached to the sensor pod. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).